Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman flx pro closure device was implanted. At the 45-day follow-up appointment, imaging identified a device related thrombus. No corrective actions or diagnostic tests were performed.